Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks for an atrial driven rhythm. No additional adverse patient effects were reported. This device remains in service.